Event description:
A non-healthcare professional reported that following implantation of an intraocular lens (iol), the patient had blurry vision and glare and visual disturbance. The lens was exchanged with another iol 9 months post initial procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).